Manufacturer narrative:
The distal portion of the lead was returned and analyzed. The analysis indicated that the defibrillation inner conductors were fractured while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead developed a fracture. The proximal portion of the subcutaneous lead was removed from the pocket and the distal portion remains in-situ abandoned. No patient complications have been reported as a result of this event.